Event description:
It was reported that(1) tlc55 was used during a right hemicolectomy procedure. It was reported by the rep that the right colon was mobilized in the usual fashion. The tlc55 was opened and positioned across the distal portion of the specimen and fired. The surgeon claimed that the unit "jammed" at about three quarters of the full stroke of the instrument. The firing knob was retracted fully, the instrument was opened and was set aside. There were staples formed on the specimen along the partial distance that was fired and was cut accordingly. A second tlc55 was opened( same lot number) and the surgery was completed without pt consequence.